Event description:
An aneurx bifurcated stent graft (ref MFR 2953200-2011-01259) was implanted for endovascular treatment of an abdominal aortic aneurysm approx five years ago. The pt has been very compliant with follow-ups; a sonogram approx 15 months ago showed no problems. A routine CT in one month ago showed that the stent graft had migrated distally with a proximal type I endoleak due to disease progression. The top of the stent graft is at the top of the aaa, about 2.5-3 cm below the renal arteries. Currently, the aaa is 9.7 cm in diameter, and the aortic neck is 15-17 mm in diameter, 2.5-3 cm long, and angulated at greater than 90 degrees. The migration was attributed to the aortic neck angulation. An intervention was performed 3 weeks ago. There was only room to place one endurant cuff (ref MFR 2953200-2011-01260), which was placed right at the renals. The cuff was ballooned multiple times with a reliant balloon, but there was a very small proximal type I endoleak, that is expected to self-resolve. No additional clinical sequelae were reported, the pt is fine, and will be monitored. An internal review of films prior to the time of the endurant cuff placement shows a highly angulated neck (>90deg) with a proximal type I endoleak and a distal migration of the aneurx stent graft to at or just below the aortic neck.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, migration); (disease progression; angulated neck); (aortic neck angulated at greater than 90 degrees). Conclusion: (disease progression; angulated neck); (aortic neck angulated at greater than 90 degrees).